Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot number; unknown, not provided. UDI number; a complete UDI# is unknown as the lot number was not provided. Expiration date; unknown as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) prematurely ejected outside the right eye. The surgeon requested a new lens. The lens was implanted and removed during the same-procedure. The incision was enlarged. There was no patient injury. The replacement lens is the same model and diopter. The patient is doing ok post-operatively. No further information is available.